Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from trueresult meter to alternate meter; and observed trueresult meter is reading higher. A back to back blood test was performed by the customer fasting and produced test results of 225 mg/dl using trueresult meter and 120 mg/dl using alternate meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/30/2018. The test results from meter memory were reviewed: (B)(6). Adverse event not reported.